Event description:
A report was received that the patient's precision system was explanted, as the physician determined that she was allergic to the device. The patient was experiencing pocket site pain, and had a history of a nickel allergy.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility. This is the final report.